Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasoft lancing device has a loose cap that falls off. On thirteen days later, this medical affairs specialist contacted the pt to clarify info obtained during the initial call. The loose cap issue first occurred 8 months prior to contacting lfs. The pt reportedly was still able to test his blood glucose after the reported issue began. The readings obtained by the pt was not known. However, the pt indicated that he would intermittently stop testing his blood glucose because of several reasons. First of all, the pt indicated that the lancing device issue was not the sole reason of why he stopped testing his blood glucose. The pt felt as though his sliding scale was not quite "dialed in" yet and was still having hypoglycemic symptoms from time to time. Secondly, the pt was having difficulties getting supplies from his pharmacy. The pt claimed that one possible reason why he stopped testing was because he was mentally frustrated and was not in the right state of mind to be vigilant in his diabetes treatment, which was compounded by the lancing device issue. According to the pt, on two days later, he had symptoms described as "fast heart beat, sweats, shakes, convulsions, collapse, and blindness." The pt reportedly passed out after experiencing the aforementioned symptoms. When the pt woke up and looked in the mirror, he noticed that he had a bloody chin. The pt reportedly took himself to the ER. The healthcare provider took his blood glucose (unspecified meter readings) and informed him that "they need to get some glucose into his sys". The healthcare provider stitched his chin up and provided the pt with a glucagon injection. The pt was not admitted into the hospital, but was diagnosed with hypoglycemia. The pt was released from the hosp within 1.5 hrs after arriving at the hospital. The pt does not recall the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The pt felt that the medical intervention could have prevented if he would have work more on his mental health and the right state of mind to habitually, diligently, and continuously be mindful of his diabetes treatment. It never occurred to the pt that he could have had his onetouch ultrasoft lancing device replaced by lifescan 8 months ago when the reported issue began. During troubleshooting, the reported issue was not resolved. There was no indication that the lfs prod was misused. This complaint is being reported because the pt claimed that he was diagnosed with hypoglycemia at the hospital after his diabetes treatment had been allegedly compromised for the last 8 months partially, due to the reported issue. Replacement prods were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs prod for eval, but has not yet rec'd them. If the lfs prod is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.